Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported with the use of the bd discardit ii syringe w/o needle there was an issue with white plastic particles inside the syringe.

Manufacturer narrative:
Investigation summary: DHR- bd has reviewed our production and inspection records and have established that all production and quality processes were carried out normally. Neither qn nor ncmr's. Syringes were packed in machine nº2011 (may 15th - 16th, 2018). Syringes were assembled in machine nº4208, nº4204, nº4252, and nº4251, in lot #8127719 (may 7th - 14th, 2018) and in lot #8134777 (may 14th ¿ 21st, 2018). Research has found no problems, defects or qn related to the reported issue. Bd has also reviewed the barrel lots #8128591, #8119953, #8135533, and no problems, defects or qn related to the reported issue were found. Bd has also reviewed the plunger lots #8128595, #8119957, #8135537, and no problems, defects or qn related to the reported issue were found. Bd has been provided with the affected sample. After the evaluation of the returned sample, bd confirms the reported issue and concludes that the white particles inside the syringe were composed by lubricant from the syringe barrel. Conclusion(s): particles composed by lubricant, which is included in the plastic formulation and it is inherent to the design and function of 2 piece syringes. We have initiated the appropriate corrective and preventive actions for this issue. CAPA #207816.

Event description:
It was reported with the use of the bd discardit¿ ii syringe w/o needle there was an issue with white plastic particles inside the syringe.